Event description:
Customer reported obtaining imprecise sequential readings of 1.1 mmol/l and 9.9 mmol/l within a ten minutes timeframe on their adc meter. When plotted on the parkes error grid, the results fell within the "c" zone showing the difference in values to be clinically significant. There was no report of serious injury, death or mistreatment associated with this case.

Manufacturer narrative:
(B) (4). The customer's meter was returned, investigated and the complaint was not confirmed. No issues were observed, all results were within the range specification and no errors were observed during control solution testing.